Manufacturer narrative:
(B)(4). An accumax 200 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.0mm and appeared unused. The laser fiber was returned broken in three pieces. The first piece measured approximately 100cm from the connector to the break; the second piece measured approximately 104.5cm from break to break; the third piece measured approximately 112.5cm from break to distal tip. The complainant included a photo that shows some charring and melting of the fiber at the break indicating that the fiber broke during use. Analysis revealed no damage to the fiber face within the sub miniature-a (sma) connector. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a accumax 200 laser fiber was used in the right kidney during a stent insertion procedure performed on (B)(6) 2016. Reportedly, the laser unit was a lumenis versapulse powersuite 100w console with 6-8hz settings. According to the complainant, during the procedure and inside the patient, the laser fiber broke in half inside the scope. No broken fragment fell into the patient. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.